Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected themselves from the patient line, but failed to properly cap the open line and developed in peritonitis. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The guide also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the patient failed to place a flexicap disconnect cap on the tubing after disconecting from the homechoice device. The patient recovered from the event of peritonitis.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. The break in aseptic technique was further specified as the patient disconnected themselves from therapy without capping the lines. The peritonitis manifested as abdominal pain, cloudy effluent and diaphoresis. The patient was hospitalized for the event and treated with amoxicillin. Eleven days after admittance, the patient was recovered from the peritonitis and was discharged from the hospital. Peritoneal dialysis therapy was ongoing and the patient was retrained in aseptic technique. No additional information is available at this time.